Manufacturer narrative:
H6: investigation summary: two samples (model #2000e) were returned by the customer. It was reported that the extension set would not flush. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid paths of both samples were open and those samples were able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 2000e lot number 21025047 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 17feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10.

Event description:
It was reported that the ll vlv adpt(stand alone) was blocked/occluded during the saline flush. This complaint was created to capture the 4th of 10 related incidents. The following information was provided by the initial reporter: "while preparing supplies for a mediport flush for a patient, I attached a clave to the mediport tubing and attempted to flush saline through the line. I was unable to do so. I unscrewed the clave, and reattached the clave, and still was unable to flush the saline through the line. I had another nurse get me a new clave, and this clave too was malfunctioning. I was able to flush saline through but with significant resistance. I tested the saline syringe alone and it was completely patent and released saline with little effort."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) was blocked/occluded during the saline flush. This complaint was created to capture the 4th of 10 related incidents. The following information was provided by the initial reporter: "while preparing supplies for a mediport flush for a patient, I attached a clave to the mediport tubing and attempted to flush saline through the line. I was unable to do so. I unscrewed the clave, and reattached the clave, and still was unable to flush the saline through the line. I had another nurse get me a new clave, and this clave too was malfunctioning. I was able to flush saline through but with significant resistance. I tested the saline syringe alone and it was completely patent and released saline with little effort."